Event description:
Port implanted 11/15/93 in left subclavian for chemotherapy administration. When surgeon was removing port, it was noted that a portion of the catheter had broken off and migrated to the vena cava. Pt was taken to cardiac cath lab for removal by a cardiologist.